Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no adverse impact to customer¿s blood glucose level.